Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample outside its original package was received for investigation. The complaint is confirmed for the failure mode reported. Through the device analysis executed it was found that the returned sample failed the electrical test. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. .

Event description:
It was reported that under general anesthesia in the patient to do arterial pressure monitoring, in the use of pressure transducers connected to the monitoring equipment found that the screen did not show the value of arterial pressure. Timely replacement of new pressure transducers to monitor the completion of the operation. There was patient involvement and no patient harm/adverse event reported.